Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in 246 mg/dl range.